Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. A partial lead with the distal tip measuring 50.8cm was returned for analysis. External insulation abrasion was noted at 9.6-11.0cm, 18.0-18.2cm, and 18.5-18.6cm from the distal tip. Externalized conductors due to internal and external insulation abrasion were noted at 11.5-13.5cm from the distal tip. Internal insulation abrasion was noted at 9.6-11.0cm from the distal tip. The etfe coating was intact at these locations. (B)(4). (B)(6).